Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and genital haemorrhage ("abnormal bleeding (general),") in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included menses irregular. Concomitant products included medroxyprogesterone and naproxen sodium. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("hormonal changes describe: menses"), dizziness ("dizziness,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: itchy hives/rashes or skin conditions type: hives"), pruritus allergic ("allergic or hypersensitivity reaction type: itchy hives"), dermatitis allergic ("allergic or hypersensitivity reaction type: rashes and swelling"), allergic oedema ("allergic or hypersensitivity reaction type: rashes and swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), amnesia ("psychological or psychiatric problems condition: short term memory loss;/neurological conditions or problems type: short-term memory loss;"), tooth disorder ("dental problems"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), eczema ("eczema,"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), nausea ("nausea,"), allergy to metals ("nickel allergy"), back pain ("pain") and pain in extremity ("pain"). The patient was treated with ibuprofen and surgery (ablation, and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving and the menorrhagia, genital haemorrhage, menstrual disorder, dizziness, urticaria, pruritus allergic, dermatitis allergic, allergic oedema, urinary tract infection, female sexual dysfunction, amnesia, tooth disorder, feeling abnormal, eczema, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, nausea, allergy to metals, back pain and pain in extremity outcome was unknown. The reporter considered allergic oedema, allergy to metals, amnesia, back pain, bladder disorder, dermatitis allergic, dizziness, dysmenorrhoea, eczema, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, pruritus allergic, tooth disorder, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 1905. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') in a 45-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure placement" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included spinal operation in 2014, endometrial ablation in 2011, genital herpes, hemochromatosis, ovarian cyst, excessive menstruation, endometriosis, cesarean section (B)(6) 2009, (B)(6) 2005, hypertension, infertility and abdominal pain. Concurrent conditions included osteoarthritis spinal since 2014, urinary incontinence, yeast infection, insomnia, seasonal allergy, urinary incontinence, back pain, peripheral swelling, perineal pain, intramural leiomyoma of uterus and hypothyroidism. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and oxycodone hydrochloride;paracetamol (percocet) for pain as well as ascorbic acid;biotin;colecalciferol;folic acid;iodine;iron;nicotinamide;pantothenic acid;pyridoxine hydrochloride;retinol;riboflavin;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (vital multivitamin) since 2016, betamethasone dipropionate;clotrimazole (clotrimazole/betamethasone dipropionate), carisoprodol, clocortolone pivalate, diclofenac from (B)(6) 2014 to(B)(6) 2018, doxepin, eszopiclone, fluconazole, fluconazole (diflucan), gabapentin since (B)(6) 2014 to 2018, ketorolac tromethamine (toradol), levothyroxine;liothyronine (np thyroid), lorazepam since (B)(6) 2018, methocarbamol from (B)(6) 2014 to (B)(6) 2015, naltrexone hydrochloride (naltrexon) since 2016, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen), pimecrolimus (elidel), prasterone (dhea) since 2016, prednisone, progesterone since 2016 and salbutamol sulfate (proair hfa). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("pain lower abdominal"), vaginal discharge ("vaginal discharge"), temperature intolerance ("cold intolerance"), lethargy ("lethargy."), sleep disorder ("sleep disturbances"), oedema peripheral ("edema in lower extremities") and cognitive disorder ("cognitive fog") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In march 2015, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the autoimmune thyroiditis, dyspareunia, menorrhagia, vaginal infection, urinary tract disorder, bladder disorder, vaginal discharge, temperature intolerance and oedema peripheral outcome was unknown and the vaginal haemorrhage, fatigue, weight increased, alopecia, lethargy, sleep disorder and cognitive disorder was resolving. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, bladder disorder, cognitive disorder, dyspareunia, fatigue, lethargy, menorrhagia, oedema peripheral, pelvic pain, sleep disorder, temperature intolerance, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (previously it was (B)(6) 2012 and now (B)(6) 2013 removal date ( previously it was (B)(6) 2018 and now (B)(6) 2018. Foreign body in uterus, any part- patient has 1 coils in left tube according to patient however, x-ray shows 2 coils. 1 coil in left side. Patient only had 1 tube at the time of placement. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, menorrhagia, dyspareunia, weight gain, lethargy, pelvic pain, sleep disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2019: mr received- new event endometrial ablation was added. Concomitant drugs and medical history were added. Reporter's information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia") in an adult female patient who had essure (batch no. 932164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included menses irregular. Concomitant products included medroxyprogesterone and naproxen sodium. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("hormonal changes describe: menses"), dizziness ("dizziness,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), urticaria ("allergic or hypersensitivity reaction type: itchy hives/rashes or skin conditions type: hives"), pruritus ("allergic or hypersensitivity reaction type: itchy hives"), rash ("allergic or hypersensitivity reaction type: rashes and swelling"), swelling ("allergic or hypersensitivity reaction type: rashes and swelling"), urinary tract infection ("infection (bladder/urinary tract/vaginal): urinary tract"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), amnesia ("psychological or psychiatric problems condition: short term memory loss;/neurological conditions or problems type: short-term memory loss;"), tooth disorder ("dental problems"), feeling abnormal ("psychological or psychiatric problems condition: brain fog"), eczema ("eczema,"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea cramping),"), nausea ("nausea,"), allergy to metals ("nickel allergy"), back pain ("pain") and pain in extremity ("pain"). The patient was treated with ibuprofen and surgery (ablation, and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and vaginal haemorrhage was resolving and the genital haemorrhage, menorrhagia, menstrual disorder, dizziness, urticaria, pruritus, rash, swelling, urinary tract infection, female sexual dysfunction, amnesia, tooth disorder, feeling abnormal, eczema, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, nausea, allergy to metals, back pain and pain in extremity outcome was unknown. The reporter considered allergy to metals, amnesia, back pain, bladder disorder, dizziness, dysmenorrhoea, eczema, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pain in extremity, pelvic pain, pruritus, rash, swelling, tooth disorder, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 1905. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received: events she didn¿t undergo an essure confirmation test, hormonal changes describe: menses, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: itchy hives, rashes and swelling, infection (bladder/urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: short-term memory loss; brain fog; dizziness, rashes or skin conditions type: hives; eczema, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, nickel allergy, dysmenorrhea (cramping),pain were added. Lot number, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic'), device breakage ('breakage') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') in a 45-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with essure placement" and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included spinal operation in 2014, endometrial ablation in 2011, genital herpes, hemochromatosis, ovarian cyst, excessive menstruation, endometriosis, cesarean section ((B)(6) 2009, (B)(6) 2005), hypertension, infertility and abdominal pain. Concurrent conditions included osteoarthritis spinal since 2014, urinary incontinence, yeast infection, insomnia, seasonal allergy, urinary incontinence, back pain, peripheral swelling, perineal pain, intramural leiomyoma of uterus and hypothyroidism. Concomitant products included hydrocodone bitartrate;paracetamol (norco) and oxycodone hydrochloride;paracetamol (percocet) for pain as well as ascorbic acid;biotin;colecalciferol;folic acid;iodine;iron;nicotinamide;pantothenic acid;pyridoxine hydrochloride;retinol;riboflavin;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (vital multivitamin) since 2016, betamethasone dipropionate;clotrimazole (clotrimazole/betamethasone dipropionate), carisoprodol, clocortolone pivalate, diclofenac from march 2014 to (B)(6) 2018, doxepin, eszopiclone, fluconazole, fluconazole (diflucan), gabapentin since (B)(6) 2014 to 2018, ketorolac tromethamine (toradol), levothyroxine;liothyronine (np thyroid), lorazepam since (B)(6) 2018, methocarbamol from (B)(6) 2014 to (B)(6) 2015, naltrexone hydrochloride (naltrexon) since 2016, oxycodone;paracetamol, pimecrolimus (elidel), prasterone (dhea) since 2016, prednisone, progesterone since 2016 and salbutamol sulfate (proair hfa). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("pain lower abdominal"), vaginal discharge ("vaginal discharge"), temperature intolerance ("cold intolerance"), lethargy ("lethargy."), sleep disorder ("sleep disturbances"), oedema peripheral ("edema in lower extremities") and cognitive disorder ("cognitive fog") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). In (B)(6) 2015, the patient experienced fatigue ("fatigue,"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain lower, fatigue, weight increased, alopecia, temperature intolerance, lethargy, sleep disorder, oedema peripheral and abdominal pain had resolved, the device breakage, autoimmune thyroiditis, menorrhagia, vaginal infection, urinary tract disorder, bladder disorder and vaginal discharge outcome was unknown and the vaginal haemorrhage and cognitive disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune thyroiditis, bladder disorder, cognitive disorder, device breakage, dyspareunia, fatigue, lethargy, menorrhagia, oedema peripheral, pelvic pain, sleep disorder, temperature intolerance, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (previously it was (B)(6) 2012 and now (B)(6) 2013)removal date ( previously it was (B)(6) 2018 and now (B)(6) 2018 ). Foreign body in uterus, any part- patient has 1 coils in left tube according to patient however, x-ray shows 2 coils. 1 coil in left side. Patient only had 1 tube at the time of placement. Patient received treatment for events- dyspareunia, abdominal pain, pelvic pain, hashinmotos, bladder problems, urinary problems, vaginal infection, vaginal discharge, dyspareunia, fatigue, hair loss, weight gain, cold intolerance, lethargy, sleep disturbance, edema in lower extremities. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: vaginal hemorrhage, menorrhagia, dyspareunia, weight gain, lethargy, pelvic pain, sleep disorder. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, device breakage, outcome of the previously reported event- dyspareunia, fatigue, hair loss, weight gain, cold intolerance, lethargy, sleep disturbance, edema in lower extremities were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's disease') in a 45-year-old female patient who had essure (batch no. B34602) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included spinal operation in 2014, genital herpes and hemochromatosis. Concurrent conditions included osteoarthritis spinal since 2014. Concomitant products included ascorbic acid;biotin;colecalciferol;folic acid;iodine;iron;nicotinamide;pantothenic acid;pyridoxine hydrochloride;retinol;riboflavin;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (vital multivitamin) since 2016, diclofenac from (B)(6)2014 to (B)(6)2018, gabapentin since (B)(6)2014 to 2018, lorazepam since (B)(6)2018, methocarbamol from (B)(6)2014 to (B)(6)2015, naltrexone hydrochloride (naltrexon) since 2016, prasterone (dhea) since 2016 and progesterone since 2016. In (B)(6)2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain lower ("pain lower abdominal"), vaginal discharge ("vaginal discharge"), temperature intolerance ("cold intolerance"), lethargy ("lethargy."), sleep disorder ("sleep disturbances"), oedema peripheral ("edema in lower extremities") and cognitive disorder ("cognitive fog") and was found to have weight increased ("weight gain"). On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"). In (B)(6)2015, the patient experienced urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). In (B)(6)2015, the patient experienced fatigue ("fatigue,"). In (B)(6)2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6)2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal): vaginitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)-2018. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the autoimmune thyroiditis, dyspareunia, menorrhagia, vaginal infection, urinary tract disorder, bladder disorder, vaginal discharge, temperature intolerance and oedema peripheral outcome was unknown and the vaginal haemorrhage, fatigue, weight increased, alopecia, lethargy, sleep disorder and cognitive disorder was resolving. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, bladder disorder, cognitive disorder, dyspareunia, fatigue, lethargy, menorrhagia, oedema peripheral, pelvic pain, sleep disorder, temperature intolerance, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion (previously it was (B)(6)2012 and now (B)(6)2013)removal date ( previously it was (B)(6)2018 and now (B)(6)2018 ) most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received: case upgraded from other event to incident. Event injury was replaced with pain/pelvic and abnormal bleeding (vaginal, menorrhagia, infection (bladder/urinary tract/vaginal): vaginitis, autoimmune disorder type of disorder: hashimoto's disease, bladder/urinary problems, dyspareunia (painful sexual intercourse),, vaginal discharge, fatigue, she didn¿t undergo an essure confirmation test, weight gain, pain lower abdominal, hair loss, cold intolerance, lethargy, sleep disturbances, edema in lower extremities, cognitive fog added. Medical history, lot number, treatment and concomitant drugs were added. Upon internal review pfs dated 19-apr-2019 (significant follow up) all information has been removed. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.